Event description:
It was reported that pump would become warm to the touch despite being in room temperature conditions while charging. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.